Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. After firing the device, the jaws would not close so that the device could be removed from the trocar. The trocar and device were removed as one. Another trocar and another device was used to completer the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.